Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the instrument was visual inspected internal and external, no issues was identified. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.